Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with unknown blood glucose. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was still hospitalized at the time of call. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting for high blood glucose, it was found that cannula was bent. Customer continued to have high blood glucose and requested for insulin pump to be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner and cracked reservoir tube lip.